Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy and return of symptoms. The patient mentioned that they had recently moved and during that process, their implantable neurostimulator (ins) became discharged because they didn¿t recharge it. The patient reported that stimulation turned off and their pain returned. It was noted that the patient had a bad pain day on (B)(6) 2017. The patient stated that they realized stimulation was off because they didn¿t get a ¿surge¿ when they squatted. It was reported that the stimulation surge was in the wrong location and that the patient was also receiving stimulation in their right torso, noting that it was very uncomfortable. The patient described it as ¿weird over stimulation;¿ it was also in the wrong location and only occurred when they would be lying down. During the call, the patient was charging their ins and stimulation came back on once the charge level was at 50%. It was reviewed that its normal for stimulation to come back on once the ins reached a certain voltage. It was noted that the issue was occurring intermittently. The patient also mentioned a fall in (B)(6) 2017, where they slipped on the ice and was sore for a couple of days. The patient stated that they didn¿t think it affected their spinal cord system (scs). The patient was to follow up with their healthcare provider (hcp) to address the positional over stimulation and the issue of stimulation in the wrong location. No further complications were reported or anticipated. Indication for use is spinal pain.